Event description:
Pt received a f/u call from the hospital on (B)(6)2017, and stated that her pain pump that was placed for infra-clavicular block emptied over night completely. It is supposed to last 2-3 days post-op. We currently have the pump and catheter in the risk management office, but the rep, (B)(4), said he would stop by the hospital and pick it up the next time he comes by. He said the on-que pump is not the normal one we use. The normal one does not have the dial. We are also not sure if this had a zip tie or not. Risk management has pictures of the returned product if you need them. Dose: 400 ml vl, frequency: select a flow. Route used: inf. Therapy dates: (B)(6)2017. Diagnosis or reason for use: on-q pain relief system with select a flow for pain. "Event abated after use stopped or dose reduced: yes."